Event description:
It was reported the drill bit broke when being removed from patient. Both pieces removed from wound and wound was irrigated. Drill bit discarded as it was a sharps risk for cssd to reprocess. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos revealed that the proximal tip of the quickset 3.8 dimtr dr blt 40mm was found broken, the broken fragments are visible in photos. The report allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.